Event description:
It was reported that the customer was hospitalized for dka. The infusion set tubing was kinked. The nurse stated that there were kinks in the cannula and the tubing causing the high bgs. Assisted the contact with new set up and reviewed proper insertion tecnique.